Event description:
The customer reported to our sales rep that she was observing a surgery procedure. During this she observed that the lumen blocks the guide wire. There was no delay reported, a replacement was available and the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.